Event description:
It was reported, that the patient presented in clinic for a routine follow up. It was noted, that no right ventricular (rv) capture was present at maximum output. And r waves had decreased on the right ventricular (rv) lead. The patient did not experience any symptoms, since the left ventricular lead was working well. Dislodgement was confirmed. The rv lead was attempted to be re-positioned, but was unsuccessful as after retraction, the helix would not extend. The rv lead was explanted and replaced. There were no complications. The patient was stable.